Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide kinked during use on a patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire, dilator or access device. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide kinked during use on a patient. The patient's condition is reported as fine.